Event description:
One patient sample with discrepant troponin t results. Initial result gave 0.225 ng/ml. Same sample repeated twice gave results of <0.010 ng/ml each time. If additional information is received, appropriate notification will be provided.